Event description:
The customer reported being hospitalized due to low blood glucose of 31 mg/dl. The customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The customer stated that she was in a vehicle accident while driving. The customer stated that she was receiving insulin instead of her suspending the insulin pump. The customer's recent glucose reading was 106 mg/dl, and she has treated with food and glucose tablets. The customer was not connected during rewind/ prime. Reviewed the programming and found that the daily totals did not match the basal rates as she has made changes since. However, the reservoir was showing the same amount of insulin that the status screen shows. Assisted the customer with changing the basal rates. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.